Event description:
It was reported that externalized conductors were noted via fluoroscopy during device replacement due to normal eri. Device change out was postponed. Later, lead was capped. Patient condition after the event was good.